Event description:
It was reported when using the bd vacutainer® edta 2k the cap was cracked/damaged. This event affected 2 devices. The following information was provided by the initial reporter. The customer stated: "the cap was found to be cracked upon product arrival."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® edta 2k the cap was cracked/damaged. This event affected 2 devices. The following information was provided by the initial reporter. The customer stated: "the cap was found to be cracked upon product arrival."

Manufacturer narrative:
H.6. Investigation summary: bd received 2 samples and 3 photos for investigation. A visual examination of the samples and photos was performed and revealed embedded foreign matter in the shield and not damage. Bd was able to confirm the customer¿s indicated failure mode with the samples and photos provided. Bd determined the root cause for the reported issue to be attributed to the manufacturing process. Embedded foreign matter is, by its nature, isolated from any specimen, therefore it is a cosmetic defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.